Event description:
The distal end of the feeding tube became detached from the rest of the tube. A chest x-ray clearly shows the two segments. The distal end was retrieved endoscopically. There was no illness, injury or medical intervention resulting from the event. One patient involved.